Event description:
Sorin group received a report that the touch screen of the double head pump locked up during a preventative maintenance by the biomedical technician at the facility. There was no patient involvement.

Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. Livanova (B)(4) manufactures the s5 double head pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed that the touch screen was locked up and the menu and stop function did not work. The faulty touch screen was replaced with a new led touch screen and the hkr board was also replaced. The unit was functionally tested without issue was returned to service. The replaced components were returned to sorin group USA for further investigation. A photograph of the kapton-tail date-code was taken and provided to livanova (B)(4) for review. Analysis of the photograph by livanova (B)(4) confirmed aging and wear to be the most likely root cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. Livanova (B)(4) initiated a root cause investigation (B)(4) for this type of issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the double head pump locked up during a preventive maintenance by the biomedical technician at the facility. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.